Event description:
Medtronic received information, regarding a navigation system being used outside of a procedure. It was reported, that t camera cart monitor was intermittently powering down. The local representative (cs) rebooted and the system was able to power back on. The cs reported, that the camera was functioning as intended. And self-test showed, everything was connected. The cs checked all cable connections on the back of the monitor and reported no damage and the cables were fully seated. It was noted, that the probable cause of the issue could be with either the camera cart monitor or the camera cart uninterrupted power supply (ups). Since, issue was intermittent and may not be present at the time of troubleshooting, it would be difficult to determine, the root cause. The monitors were swapped to allow for further monitoring. There was no patient involvement. Additional information was received. It was reported, that the system itself had power. The camera operated as intended. The monitor was the only thing that lost power.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, ubd: unknown, UDI#: unknown. H3, h6: the system was serviced in the field by a medtronic representative. The monitor was replaced. Codes b01, c02 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, serial/lot #: (B)(6). H2-3) the monitor was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the monitor could not power up when connected to a known good system. The monitor had electrical failure. Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.